Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was damage to the cable due to user handling. As stated in the instructions for use, as a preventive measure, "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A shortage in the cable was found, causing no image. An intermittent flicker on image was found and the cause isolated to a faulty ccd unit. In addition, the mount holder was loose, causing a loose ccd housing.

Event description:
A user facility reported to olympus that the device did not work. There was no patient injury or harm, associated with the problem, reported to olympus.